Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, the instruction for use (IFU) and past similar case, omsc considered that the reported phenomenon was attributed to the inappropriate reprocessing.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon and could not be resolved (the foreign material could not be removed) even if the correct reprocess was performed due to the buckling of the nozzle, the gap on the insertion section or on the boot. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that there were foreign materials inside the air/water channel. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.